Event description:
Customer said they had a severe reaction to ls condoms. He experienced an overall rash that looked like sun burn blisters regionalized to an area not protected by the silicone lubricant. Customer sough medical attention that confirmed it was an acute reaction. Customer is not sure if reaction was caused by condom (latex) or lubricant on it.